Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the patient was inserted a solex 7 catheter on the subclavian vein by an experienced physician without issue and received ivtm therapy for fever management. Following completion of the ivtm therapy, the nurse observed difficulty removing the solex 7 catheter from the patient's subclavian vein. According to the information the nurse was unable to pull the entire catheter out and felt resistance. Following this, the nurse called a zoll clinical representative stating that the balloons appeared to be stuck in the patient's vessel and was unable to specify the cause. After receiving phone assistance it was found that the nurse deflated the catheter balloons; however, the suction did not hold simultaneously while the catheter was being pulled out. Once assisted with the catheter removal process, the nurse was able to remove the catheter from the patient without any further reported issue. The catheter dwell time was 3 days. No known patient impact or consequence was reported.